Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image was dark on the endoscope. The procedure was completed with an open leg technique. No other pt complications were reported.